Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited disabled radio frequency (rf) telemetry communication following an in-office device interrogation. Technical services (ts) reviewed the programmer data file and confirmed this was a true positive remote monitoring disabled (rmd) event caused by a single low loaded battery voltage measurement. Ts recommended device replacement as soon as possible. No adverse patient effects were reported. This crt-p remains in service.